Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The system error 105 was confirmed. Evaluation has determined that the system error was caused by a failed motor (flex). The motor assembly has been replaced.

Event description:
Baxter received an unknown spectrum pump. The customer was contacted, and it was not known to them why this device was sent in for evaluation. Physical inspection of the device found that it was alarming for system error 105.